Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints or failed serice tests with the same failure. The failure mode was confirmed during testing. The power filter module was replaced to correct the issue. Probable cause for the failure is component failure of the power filter module. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.259 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. Further testing is awaiting completion for final results. No patient involvement was reported.